Manufacturer narrative:
Continuation of d10: product ID 8711. Serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving saline (pfns, pbs) (1 ml/ml at 1 ml/day) and baclofen (1500 mcg/ml at 600 mcg/day) via an implantable pump for unknown indications for use. It was reported that the hcp filled the pump with saline yesterday and attempted a dye study today but they were unable to aspirate through the catheter access port. The pump had been programmed yesterday at 1ml/ml @1ml/day and the bridge bolus was 30 hours (12 hours left). Technical services reviewed priming bolus programming.